Event description:
It was reported that bleeding occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient, who is on routine oral anticoagulant therapy, experienced bleeding at the sensor insertion site, which seeped through the adhesive. He applied pressure but did not seek treatment at that time. On (B)(6) 2026 at 1:00 pm, the bleeding continued, prompting his wife to take him to urgent care. At the facility, the insertion site was cauterized (unspecified method) and covered with a bandage to stop the bleeding. The patient was prescribed an oral antibiotic to be taken daily, although the dosage and duration were unspecified. The spouse declined to provide details regarding the patient¿s routine and prescription medications. At the time of the report, the patient was doing well. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.